Event description:
It was reported that a physician in-training in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the marker lumen was not patented. Another proglide device was used; however, after the sutures were successfully deployed, the physician decided to remove them. Although the physician stated that there was no device malfunction observed, he felt that there might be a possibility of a malfunction. Surgical intervention was required to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The perclose proglide (part #12673-03; lot #940086h), indicated is being filed under a separate MFR#. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.